Event description:
Per medsun report received, "the physician was attempting to pull biopsy needle out after bone core samples were taken and the biopsy needle broke off. A fragment of the needle was left in the pt. Both physicians consulted and came to agreement to leave the needle. The parents of the pt were notified."

Manufacturer narrative:
It was confirmed that the complaint sample of 4" needle demonstrated torsion break (twisted, pinched tip) at approximately 3.2" from the base of the hub. Additional evidence of the application of high torsion force was evident through a secondary bend of needle near hub. A review of applicable mfg procedures did not identify any issues that may have contributed to the confirmed failure mode. Based on the investigation results, the root cause for this failure mode was identified as customer misuse of the biopsy needle. The investigation noted the needle as excessively deformed due to a potential excessive torque force being applied to the needle. Appropriate feedback will be recommended to carefusion's account rep. Professional feedback may include, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to exceeding the torsional stress limits of this device.